Event description:
One touch ultra meter was reading inaccurately high. The pt had received a result of 128 mg/dl on her meter. She was feeling nervous, light headed, and confused at the time of concern. She was taken to the hosp by her uncle (time difference is unk). It was then reported that "her readings at the doctor's office were in the 40's and she was given glucose." It is unclear if she was taken to the doctor's office first or if that result was on the hosp meter. It is also unk if she had taken any medications based on that result prior to going to the hosp. During troubleshooting, it was verified that the meter was in the right unit of measurement (mg/dl) and that it was coded correctly. Her test strips were in good condition and within the expiration date. She was walked through a control solution test, which failed outside the range. She was asked to retest with the control solution, however, the second test also failed outside the range. The pt was walked through two consecutive control solution tests and the results fell outside the specified range. Based on the failed control solution tests, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Although the pt experienced an injury (doctor's meter result provided was 40 mg/dl), there is insufficient information to conclude that the product caused or contributed to that injury. Therefore, this case is reported as a product malfunction. A replacement meter, control solution, and test strips were sent to the pt.